Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. Patient information: complete sid = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a (B)(6) architect hiv ag/ab combo result on a (B)(6) patient. Results provided: sid (B)(6), (B)(6) 2019 = (B)(6), retested on (B)(6) 2019 = (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause lot 95334li00 when evaluating sensitivity identified normal complaint activity. No customer returns were available for evaluation. A retained kit of reagent lot 95334li00 was tested for sensitivity with seroconversion panels and the data shows that sensitivity performance of lot 95334li00 is not adversely affected. The performance of the likely cause lots were investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lots. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.